Manufacturer narrative:
Return requested for suspect emitter. 12/12/2016. No parts have been received by manufacturer for analysis. On 12/14/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter works intermittently, drops out for no reason. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system showed a red status for the axiem box. The site attempted to re-boot the navigation system, however, the issue persisted. The medtronic representative changed out the axiem box with another system's box, then changed out the emitter, the issue remained. The medtronic representative left the room and come back shortly, and found the navigation system working properly. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the emitter. The navigation system then passed the system checkout and was found to be fully functional.